Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.

Event description:
It is reported that a patient required revision of a mets distal femur implant due to aseptic loosening. It was reported that there was no metallosis and the surgeon did not believe there was evidence of sepsis.